Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient stated that the cardiac output (co) and the fill volume (fv) of freedom drive s/n (B)(4) were lower than on other freedom drivers. The customer also reported that the patient was switched to a different freedom driver without any patient impact. The freedom driver was returned to syncardia for evaluation. Review of the alarm history electric data revealed that the driver did not record a permanent fault alarm while supporting the patient. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic data. No alarms were reported by the customer. The driver in "as received" condition passed all required functional testing requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. In addition, the driver was tested for an additional 96 hours and performed as intended with no issues. The driver met all cardiac output requirements during failure investigation testing. The driver performed as intended, and there was no evidence of a device malfunction during investigation testing. Despite the customer-reported low cardiac and fill volume, risk to the patient was low because the driver continued to perform its life-sustaining functions. The driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the patient stated that the cardiac output (co) and the fill volume (fv) of freedom drive s/n (B)(4) were lower than on other freedom drivers. The customer also reported that the patient was switched to a different freedom driver without any patient impact. This alleged failure mode poses a low risk to the patient because the freedom driver continued performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.